Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were multiple positioning errors. The unit was restarted properly, the system was re-homed and returned to service. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the door won't close. There was no patient present when this issue was identified.